Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device worked once on the patient, then had to open another one because it didn't work the second time. There was no patient harm.